Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut pro+ 29 millimeter, the patient had right femoral access with diameters more than 8.6 centimeters and a heavily calcified valve. Initially, the valve did not expand well, prompting the physician to perform a pre-balloon aortic valvuloplasty (bav) with a 22 millimeter (mm) balloon. It was suggested to change the delivery catheter system (dcs) because it was bent. After changing the dcs, the valve expanded without issues. Of note, a non-medtronic guidewire (safari) was used during the procedure. No patient complications have been reported as a result of this event. Per the physician, the patient's heavy calcification and anatomical tortuosity contributed to the expansion issue.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media file was provided for review. The patient¿s executive summary was provided for anatomical review. The annulus perimeter measured 79.3mm with a perimeter derived diameter of 25.3mm suggesting a 29mm valve. The patient¿s aortic valve appeared to be significantly calcified, and the annulus had protruding calcium extending to the left ventricular outflow track. There is evidence that a percutaneous coronary intervention of the left coronary artery was performed prior to the transcatheter aortic valve implantation. It was reported that a pre-implant balloon dilation was not initially performed prior to the first valve implant attempt. Fluoroscopic valve load inspection was not performed thus it is not possible to validate a good load. It was reported that during deployment, the valve did not expand well; however, the media file provided only shows the valve partially deployed which would not be sufficient to assess under expansion. The valve was recaptured and a pre-implant balloon dilation was performed. As stated in the instructions for use (IFU), if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. It was reported that the delivery catheter system was changed but there is no comment if a new valve was used. The subsequent deployment attempt showed a well expanded valve and final angiogram does not show signs of aortic regurgitation/paravalvular leak. Updated: d4, h4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012404906); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut pro+ 29 millimeter, the patient had right femoral access with diameters more than 8.6 centimeters and a heavily calcified valve. Initially, the valve did not expand well, prompting the physician to perform a pre-balloon aortic valvuloplasty (bav) with a 22 millimeter (mm) balloon. It was suggested to change the delivery catheter system (dcs) because it was bent. After changing the dcs, the valve expanded without issues. Of note, a non-medtronic guidewire (safari) was used during the procedure. No patient complications have been reported as a result of this event.